Event description:
It was reported to philips that the system's geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The diagnostic procedure was delayed by less than 20min. A philips field service engineer inspected the system onsite and confirmed the reported problem. After reviewing the log, fse found the reported malfunction. To resolve the problem, fse replaced the table height potentiometer as per rse and nss suggestions. After replacing height potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.